Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was frozen and would not respond. The philips remote service engineer (rse) analysed the system remotely and could not replicate the reported issue. The customer restarted the system. After restarting the system, the system was returned to use in good working order. The reported problem did not reoccur. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was resolved after system restart and there was no impact to the patient. Based on the new information, this complaint is evaluated as not reportable. These codes were updated based on investigation outcome.

Manufacturer narrative:
A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action 9056196-10/11/2022-001-c has been initiated by insulet corporation. The device will not be returned for investigation.

Event description:
It has been reported to philips that the system was frozen and would not respond. No harm has been reported to philips. To date, no further information has been received. We are conservatively reporting this event as the investigation is ongoing. A follow-up report will be submitted when further information is received.